Event description:
Discordant estradiol (e2) results were obtained on the advia centaur xp for one patient. The physician requested a repeat test for confirmation. The sample was repeated and auto-diluted several times. There is no known report of adverse health consequences or patient intervention due to the discordant estradiol results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. The fse performed a total service call, customer qc acceptable. The cause of the discordant estradiol results is unknown. The siemens instrument is performing within specifications. No further evaluation of the device is required.